Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Event description:
Related manufacturer report number: 1627487-2024-07282 it was reported that the patient was experiencing ineffective therapy due to impedance issues on their lead extension. As a result, the patient underwent surgical intervention during which the lead extension was explanted and replaced. During the procedure, the physician was unable to remove the extension from the ipg header since device had rolled screws, so the ipg was explanted and replaced as well. Effective therapy was established post-operatively.